Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-17761. It was reported, the patient has been receiving ineffective stimulation since he fell in (B)(6) 2013. Follow up identified an sjm rep was unable to resolve the issue with reprogramming as low back stimulation was not achieved and abdominal stimulation occurred; however, the patient is going to try the new programs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.